Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su stopper was defective/damaged. The following information was provided by the initial reporter translated from portuguese to english. Reason: 1 crumpled/dented package/scratches/tears on the side, 1 dirty flange, and 1 bent/deformed stopper.

Manufacturer narrative:
Three samples and photos received by our quality team for investigation. Through visual inspection, dirt on the flange is observed, and the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. Crumpled/scratches appear on the blister pack packaging, however is not characteristic of the production process as this side of the packaging has no contact with the machine. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, no defects or issues observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause for stopper defect occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Possible root cause for dirt on the flange is associated with the packaging process. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time for the packaging issue. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
Additional information: were there ¿tears on the side¿ or ¿scratches on the side¿? ¿tears¿ in the packaging would affect the sterility of the device. A: there were tears in the primary packaging.